Event description:
The reporter contacted animas on (B)(6) 2012, stating all of the keypad buttons were unresponsive and had tears around them. Reporter could not remember which occurred first. The keypad was reportedly intact and the pump was not exposed to water. The patient reportedly wore the pump in a pocket and did not clean it. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on examination, the audio bolus button cover was noted to be detached from the pump and the keypad was torn and peeling off from the base. The contrast button contact was noted to be missing and unresponsive. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. On testing, the up arrow, down arrow and ok keypad buttons were responsive. The keypad cover was removed for investigation and revealed no evidence of contamination under the button contacts, however, the up arrow, down arrow and ok button contacts were misaligned and the up arrow and down arrow contacts were noted to be inverted.